Event description:
The procedure was filter implantation in the ivc (inferior vena cava). The vessel was calcified, tortuous and the rate of stenosis was unknown. The approached was made with a sheath (details unknown) from the femoral artery, although the physician thought it was the vein approach at this point. Angiography was not conducted. The trapease (complaint product) was delivered and placed in the aorta by mistake. As there was no vascular surgery in this hospital, the patient was transferred to another hospital. Seven days after the event, the filter was removed safely from the patient by cut down surgery of the aorta. The procedure was conducted successfully. Any damage on the aorta was not confirmed. The patient is in stable condition. This event was occurred as the physician mixed up with the artery and the vein during the approach.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15131692 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.